Event description:
Blood was noted on the shirt and the line was then noted to be snapped in half. The line was well secured at the time. Line unsuccessful at repair. Additional general anesthetic was required and a new cvc placed. Also refer to 1820334-208-00458 and 1820334-2008-00459.

Manufacturer narrative:
No product was returned to assist with out investigation; therefore, we are not able to determine with certainty the root cause of this event at this time. An "information for use" booklet is provided with this device that includes catheter maintenance instructions and warnings related to impeded lumen flow and the usage of power injectors. Our quality control department verifies the fittings are securely attached to this device and that all glue joints are tapered and secure 100% prior to further processing. They also confirm the taper is smooth and that the overall catheter surface is clean and free of imperfections or damage. Nevertheless, in an effort to minimize further occurrences the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.